Event description:
A malfunction was reported. There was no information provided about the impact on the customer's blood glucose level. The customer arranged for the device to be returned for investigation and was issued a replacement pump.